Manufacturer narrative:
One agilis introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body. However, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sideport tubing detachment remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, the sideport became detached from the introducer hub. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.